Event description:
A pt hospitalized for knee surgery, expired in 2003, at 2:30 am while receiving dilaudid via an ipump. The reported dose given to the pt was "3 ml every 7 minutes." The drug concentration was not given, per the contact, "the pt was found choked to death while the dilaudid drug was being infused by the I-pump. The pump was sent to a testing facility." The contact reported, "the facility didn't think the pump malfunctioned and the pump's history said the pump ran o.k." Reportedly, this case is in litigation.